Event description:
Customer reported a control failure on the echo, when running group/screen assay, with 2 out of 12 patient samples in a batch. Review of the well images showed reactions in the abo forward and reverse test wells did not show agglutination; the strips seemed like they were not centrifuged. There was incomplete resuspension of red blood cells.

Manufacturer narrative:
The shake gap on the instrument was verified and optimized by increasing the load station z value, through blud-direct. Upon follow up, customer is no longer seeing this issue. With the release of software version 1.1.2.28 (sp2), the incomplete resuspension of red blood cells in select cell assays will fail the monolayer check on the echo instrument, therefore invalidating testing.